Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding during a procedure. There was a delay in accessing needed medications. No patient or user harm was reported. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated the device, verifying firmware version and system settings for the biometric scanner. The technical support specialist instructed the customer to monitor the device. Customer reported the same behavior is occurring. Technical support specialist suggested applying a biometric reader hotfix. Investigation pending; this report will be updated once the investigation process is complete.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer reported no patient harm but delay in accessing medications. The medications needed had to be removed from another device.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The fields have been updated with corrections/additional information: a1, d4, d5, e1, g1, h2, h6 and h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 14-nov-2020 to 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to be log in without a password. A field service engineer replaced the bio ID usb cable to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The customer reported no patient harm but delay in accessing medications. The medications needed had to be removed from another device.